Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a perclose at after an unspecified procedure. Reportedly, a cuff miss occurred. The method of how hemostasis was achieved was not provided. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. Needle trajectory can also be influenced by user technique. A change in angle or torque of the device during use could indicate a change in needle trajectory leading to the observations of this incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. There is indication anatomical conditions may have influenced this experience, but this could not be confirmed. The evaluation could not conclude that manufacturing, user technique, or anatomical conditions had influence on the reported experience; therefore, a cause of this event could not be determined by the reported information. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.